Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other nc trek referenced is being filed under a separate medwatch report.

Event description:
It was reported that during preparation, the hub of a 2.5 x 12 mm nc trek balloon catheter separated when the device was being connected to an unspecified indeflator. Another 2.5 x 12 mm nc trek balloon catheter had an air leak when connecting with the same indeflator during preparation. It was thought that there was an issue with the seal of the indeflator. Therefore, a non-abbott balloon catheter was used for preparation; however, the hub separated as well when connecting with the same indeflator. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. The lesion was a heavily calcified circumflex artery. The air leak noted in the second nc trek balloon catheter was noted in the hub. There was no loose connection between the indeflator and the devices. A non-abbott balloon catheter was used to successfully complete the procedure. No additional information was provided.